Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The f2 fuse on the power distribution pcb was evaluated and replaced. The cable connections to the 24v long potentiometer was evaluated and replaced in addition to the fast stop switch. The system was tested and found to be working as intended and returned to service.